Manufacturer narrative:
The glidescope avl video baton 3-4 and a glidescope avl video monitor were returned to verathon australia for evaluation. The technical service representative isolated the fault to the video baton. When the returned video baton was connected to the returned video monitor, the reported lines were confirmed. When a test video baton was connected to the returned video monitor, no lines were observed. As the returned video baton is at its end of its useful life and no repairs are available, the customer was advised to replace the glidescope video baton 3-4. As a part of routine servicing, the returned video monitor software was updated to the latest release and then the monitor was returned to the customer. Corrective action is not required at this time..

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there were lines on the image, reportedly the user was unable to see images. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.